Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexd1284 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the client found the break at 37 cm of the catheter after the puncture and informed the patient the break of the catheter and removed the catheter. The patient asked for free catheter materials for the next hospitalization. Due to the lung cancer, the patient required long-term fluid injection. Inserted triple direction PICC under the ultrasound guidance and there was a break at 37 cm of the catheter after the injection. And the patient had a burning pain to the arm and was informed to have a removal treatment.